Manufacturer narrative:
Leica's investigation did not identify any instrument fault that would have caused the dry, brittle tissue reported in this complaint. However, a review of the instrument logs showed that the user had incorrectly reset the wax chambers in the instrument software but without changing the wax on numerous occasions since (B)(6) 2009. The consequences of the incorrect user action are that the wax concentration was reset to the default concentration of 100% although the actual wax concentration was less than 95% prior to the reset in all of the events identified. The minimum final reagent threshold for wax required to achieve good quality tissue processing is 95%. Use of wax at a concentration lower than specified for the final reagent threshold, which is contaminated with ipa as carryover from the previous processing step, will result in ipa remaining in the tissue. At the completion of processing, the ipa will evaporate, rendering the tissue dry and brittle as reported in this complaint. Leica's investigation concluded that a user error related to reagent management was the root cause of the dry, brittle tissue reported. The peloris software version 1.40 was installed on (B)(6) 2010 and user training provided. The instrument is operating to specification and continues in routine use. Due to a similar reportable incident in 2009 (MDR no. 8020030-2009-00004: malfunction which led to a serious injury) this incident is being reported and its root cause is being corrected by a recall which is due to be completed by (B)(4) 2010.

Event description:
The customer reported to leica microsystems of air system pressure failure errors and dry, brittle tissue from both wax retorts on their peloris tissue processor.